Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat a right anterior tibial artery that is 80% stenosed. The 3.0x100 armada 18 balloon dilatation catheter (bdc) was pressurized one time to 8atm; however, it was noted that the balloon was decreasing in pressure. The balloon was removed and blood noted to be filling the balloon and when attempting to re-inflate outside the anatomy a leak was noted on the balloon. It was noted that the bdc was not air aspirated outside the anatomy prior to use. A new unspecified 4x120 balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, instruction for use (IFU) indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, insufficient preparation, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.